Event description:
It was reported that during nexlink oct surgery, four cortical occipital screws broke. The broken portion of the screws remained in the pt and could not be removed. Therefore, only 2 screws were successfully used to tighten down the plate and complete the case. The pt's bone was reported to have been very hard. It also was reported the surgical technique was properly followed. Mini tools, drill and cortical tap were used. The delay to the case was 16-30 minutes and no pt impact.